Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred. The customer alleged there was an underlying pump issue causing these occlusion alarms. The customer's blood glucose level was 115mg/dl. Troubleshooting was performed and insulin was observed dripping out of the infusion tubing during the load fill tubing sequence. The customer declined further troubleshooting the issue. During a follow-up, it was reported the customer wears their pump against their skin leading to possible abrupt temperature changes to the pump. The customer reported the pump would continue to be used for insulin therapy.